Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6) 2019. This case has been identified during monitoring of postings on an FDA hosted docket website for essure which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of embedded device ('beginning to protrude') and autoimmune disorder ('autoimmune condition') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid mass ("inability to wear certain jewelry, all the way to a thyroid condition with nodules that now have to be watched on yearly basis for cancer") and dysgeusia ("metallic taste in my mouth"). The patient was treated with surgery (she underwent essure coils surgery for removal recently (date unspecified)). Essure was removed. At the time of the report, the embedded device, autoimmune disorder and thyroid mass outcome was unknown and the dysgeusia had resolved. The reporter considered autoimmune disorder, dysgeusia, embedded device and thyroid mass to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.